Event description:
Insert would not lock into baseplate. Several attempts were made before successfully using another insert. There was no adverse consequence for the pt.

Manufacturer narrative:
The results ofthe evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.